Event description:
The customer reported that the ventilator will not work on ac power. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: root cause: failure analysis on the returned power management, motor control and cpu shows that no failures were found. The replaced power supply was not sent back and was not available for failure analysis. On the motor control board that was installed by the field service engineer (fse) a bent pin on connector j4 caused a 35v failure when inserted in the cpu connector. This fse induced failure led to the return of a second set of pcbas (power management, motor control and cpu). After straightening the pin no failures were found on the second set of pcbas.